Manufacturer narrative:
Section b5 updated with additional patient information provided on 09feb2024. An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive alinity I hiv ag/ab combo results on an alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the wash cup, baffle needed to be cleaned and replaced the alinity pipettor probe, list number 03r96-01, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. Section d10 updated to remove concomitant products alnty I hiv combo 1200, 08p07-32, (B)(6) and alnty I hiv combo 1200, 08p07-32, (B)(6) not questioned and add concomitant product alnty I hiv combo 1200, 08p07-32, (B)(6) used to generate new patient information provided.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on 19dec, was 13.49, repeat result, on another analyzer, was 46.38 s/co. The western blot result was positive. The patient was redrawn, under sample ID (B)(6), on 18jan and the result was 0.04 s/co. The sample from 19dec was tested again and the result was 0.05 s/co. Additional results were provided from the customer on 09feb2024: sample ID (B)(6) initial result, on 07feb2024, was 8.71, repeat results, on 08feb, were 19.07, 19.24, and 19.69 s/co. An aliquot of this sample was made and tested and the results were 0.20, 0.18, and 0.14 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on 19dec, was 13.49, repeat result, on another analyzer, was 46.38 s/co. The western blot result was positive. The patient was redrawn, under sample ID (B)(6), on 18jan and the result was 0.04 s/co. The sample from 19dec was tested again and the result was 0.05 s/co. There was no impact to patient management reported.